Event description:
The customer reported that during the procedure, the physician was working on the artery of splenic hilum, but the artery lumen remained opened and sealing was incomplete. Less than 200cc of bleeding occurred. Another device (lf1637) was opened immediately and controlled the bleeding. There was no patient harm.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the manufacturing non conformances was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the customer report were within specified limits at the time of release.